Event description:
It was reported that suture placement was attempted in a common femoral artery with a proglide device using the preclose technique prior to an endovascular aortic repair (evar) procedure. The arteriotomy was 7f. Reportedly, the physician felt the "needles slide in a different way as usual through the system"; a cuff miss occurred. No suture was pulled through the vessel wall. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Event/therapy date: estimated date (reportedly the event occurred a few weeks ago). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture was not pulled through the vessel wall is confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.